Event description:
It was reported that there was a cassette error during use on the home choice (hc). The technical service representative (tsr) arranged the return of the device. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. The device passed electrical and functional testing. External and internal visual inspections were performed and found no issues. A service history review and device history review were completed with no issues noted. The reported issue was confirmed as a reload the set 152 through a review of the event history log. The cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).the device was reported to be available but has not yet been received. Should additional relevant information become available, a supplemental report will be submitted.